Event description:
Ous MDR - boston scientific received information that this right atrial lead was repositioned due to a lead dislodgement. No adverse pt effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.